Manufacturer narrative:
The reported serious injury is reported under a separate report for the sedline module. A philips remote service engineer (rse) spoke to the customer to gather more information about the reported incident and to collect the monitor logs for analysis. A good faith effort attempt conducted confirmed the monitor was not connected to a central station and therefore no central station alarm logs are available for further analysis. Multiple additional good faith effort attempts conducted to gather more information about the reported incident, the outcome of device testing and solution remained unanswered. The complaint was forwarded for technical investigation to the responsible product support engineer (pse) but due to the fact that there were only the device configuration files available and no alarm review history or audit logs from a central station technical investigation could not be performed. The philips product support engineer stated that the philips plug-in module simply acts as an adapter between the philips monitors/fmx-4 and the masimo sedline devices, providing power to the massimo sedline measurement device and transferring the signals to the host monitor. This means the sedline measurement algorithm is in the responsibility of masimo and so is the sedline measurement device, the sedline patient cable and the sedline sensor. Philips has only responsibility for the sedline plug-in module. Therefore, the actual investigation of the ¿did not alarm¿ issue is in the responsibility of masimo. Unless there was a malfunction of the philips sedline plug-in module or interruption of the communication between this module, the rack and the monitor. The incident was escalated to masimo who picked up the massimo equipment for further analysis. Based on the information available, the cause of the reported problem remains unknown. The reported problem was not confirmed. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. E1: reporter and reporting institution phone#: (B)(6).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter information: (B)(6).

Event description:
During an operation on a patient monitored with a philips monitor on which a masimo sedline module was connected, the patient awoke during the intervention without any alarm sounding. The patient remained aware during the rest of the intervention and no alarm sounded to inform the medical staff that the patient was aware. The logs of the device were recovered and sent for analysis. Additional information is requested for further clarification and assessment of the customer¿s alleged harm(s).